Event description:
A patient reported experiencing inaccurate high results with a enhanced basic meter. The patient's blood glucose results were 8.6 mmol/li on pt's meter using capillary blood from a finger and 6.1 mmol/l in the lab using venous. Unknown if tests were done at the same time. Difference 40%. Pt did not experience any adverse events. New strips and control sent so that customer can compare again. No further information has been reported.